Event description:
It was reported that a device was used during a rectum procedure. The device delivered a partially fired staple line and an incomplete cut. There was difficulty in releasing the device from the tissue, resulting in damage to the surrounding tissue. Two hours post op, patient returned to surgery for repair of anterior wall or rectum.